Event description:
A physician was attempting to treat a lesion in the sfa using complete se (self expanding) stent. It was reported that while deploying the stent to/ at the target lesion, the shaft got kinked near the deployment handle and the stent mal-deployed as it missed the lesion to some extent. The stent dislodged with a forward migration and missed the lesion site and implanted at the site of dislodgement. Another stent was deployed to complete the procedure and cover the lesion. The vessel displayed little tortuosity, vessel diameter was 5mm and lesion length was 50mm. The lesion was pre dilated with a 5x60mm balloon. No other clinical sequelae were reported for this event.

Event description:
Evaluation summary: the shaft was kinked immediately distal to the strain relief. The stability shaft was split/damaged distal to the strain relief. The shaft is kinked immediately distal to the strain relief. The inner member was kinked immediately distal to the retractable sheath tip.

Manufacturer narrative:
Evaluation results: (based on the information available, no root cause can be determined). Deformation problem. Evaluation conclusion: (based on the information available, no root cause can be determined). Conclusion not yet available (evaluation in progress). (B)(4).

Manufacturer narrative:
Evaluation: related to operational context (it appears most likely to be due to use of the device and is therefore procedural related). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.